Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the fourth or fifth clip, the device jammed on the cystic artery and would not open. The case was converted to an open procedure. The device was then pried open and removed. The patient was not doing well after the surgery and remained in the hospital in the monitored bed unit (ICU). Fourteen days post op the patient was transferred to versides medical center for a higher level of care. Additional information has been requested for the patient's current status.